Event description:
It was reported that the unit needs parts replaced on device and calibration. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. Visual inspection and functional testing confirmed the complaint. The metal locking latch for the air detector door had been removed, an obsolete membrane switch and float switch cracked. The return tube was cracked causing a fluid leak, and heater number two has a rip in the heater tape. All these parts have been replaced and re-calibrated. The device passed all tests after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.